Manufacturer narrative:
The returned device was evaluated. The device failed continuity tests using the cirris tester. During an internal inspection of the device, the sensor was found to have intermittent function. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition: instrument went into alarm condition (audibly and visually alarmed, readings zeroed out, pleth went flat, and a "sensor off patient" error message displayed.

Event description:
It was reported that the sensor works only if held in a certain position or pressed on both parts of the [sensor's] housing. Customer reported that the event was observed an several patients but there is no information available as to how may patients were involved. There was no known impact or consequence to patient.